Event description:
The customer reported that after the pump was replaced, the water supply continued after releasing the foot switch during set-up involving an olympus flushing pump. The customer suspected no probable cause of the continuous water supply. There was no patient injury reported.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.